Event description:
Reason for transmission: red alert for high rv threshold (epicardial lead) on (B)(6) (patient only transferred into cl360 on (B)(6) 2022). Interrogation of data since (B)(6) 2022. Longevity (average) 4.2 years. Total v.pace %: 67.4 (wi mode) alert: high rv thresholds measured for at least 3 days starting on (B)(6) 2022. Technical findings high rv thresholds (epi lead). See trends on pgs 11 and 13. No other device or lead performance issues (s) observed. Event summary: 7 vtns: most recent #14 7 beats vt. Will forward to clinic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).